Event description:
International affiliate reports the tip of the screwdriver broke off in the head of a screw during insertion. The tip could not be removed and remains in the implanted screw.

Manufacturer narrative:
Depuy spine is awaiting the return of the instrument for evaluation. Review of the device history record confirmed the lot met spec requirements when released to stock. It is likely that excessive torque was applied to the screwdriver during screw insertion. A follow up medwatch report will be filed if the evaluation of the returned device reveals something other than that which is stated above.